Event description:
It was reported from ch de purpan toulouse that the thread of the drill became detached when drilling and stayed inside the patient's joint.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or relevant information becomes available, it will be reported on a supplemental report.